Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, it was reported by the patient¿s healthcare provider that the patient had an episode of ¿severe hypoglycemia that led to a car accident which was not picked up by the dexcom¿. The patient was also wearing a tandem mobi insulin pump. No other patient or event details were provided, including patient symptoms, any injuries sustained from the car accident, or treatment details. Attempts to reach the patient for further event information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.